Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the poly axial head came out of the clickx pedicle screw during reduction. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(4). The device was returned and is entering the complaint system. Without a lot number the device history records review cannot be completed.